Event description:
It was reported that a user with an ilet pump experienced persistent hyperglycemia in the upper 300s to 400s following an infusion set change, with a suspected bent cannula or site issue preventing insulin delivery; the user was unable to review alarm history or perform a site and tubing change at the time. Symptoms included hyperglycemia. Outcomes included user counseling. Investigation included troubleshooting by customer care focused on the infusion site, tubing, and potential cannula occlusion, with education to perform an immediate site and tubing change. Investigation of this case revealed that the cause of the high glucose remained unclear because the user did not complete a site change or alarm review to confirm a bent cannula or delivery issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.